Manufacturer narrative:
The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part(s), k2m inc will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision surgery took place in which a fractured plate was removed. Revision surgery took place (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. The subject product was returned for evaluation and evaluation has been completed. Upon visual, microscopic, and chemical evaluation of the subject part(s), it was found that the plate fractured due to uniaxial bending fatigue.